Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 18 atm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found fiber disturbance at the distal cone of the balloon. Therefore, the investigation is confirmed for fiber disturbance. The device was inflated and water was seen exiting the proximal cone. The fibers were stripped away, and a longitudinal rupture was noted in the balloon material. Therefore, the investigation is confirmed for a longitudinal rupture. The definitive root cause for the identified rupture or fiber disturbance could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 06/2021

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 18 atm. There was no reported patient injury.